Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The battery compartment will be replaced. The investigation also found that the dso seal was degraded. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged battery compartment. The investigation found a degraded dso seal.